Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she noticed the infusion cannula was bent 1-2 times after the headset was removed. This occurred in (B)(6) 2010. There were no issues with the preparation, insertion, or removal of the infusion set. There was no insulin leakage. She did not experience any physiological effects. The bends were located at the end or in the middle of the cannula. Headsets were inserted using the insertion device, and she would notice the issues within hrs. No product was requested for eval. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.